Event description:
As reported by hospital, when utilizing the peel-away sheath furnished with a valved port, the sheath peeled off-score. The physician was able to work with this defect and continued to use the sheath. There were no complications to the patient. The used sheath has been returned for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for the reported part number in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records of these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Visual inspection of the returned device confirmed the reported defect. The used device has been returned to our supplier, (B) (4), for their evaluation and/or corrective action. Upon completion of this investigation, a follow-up medwatch will be submitted. (B) (4).